Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history review (DHR): part # 03.010.061s, synthes lot # 494231, supplier lot # 4637, release to warehouse date # 18 oct 2011 , supplier # (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6), 2023, the patient underwent an open reduction/internal fixation surgery for a femoral trochanteric fracture. In the surgery, the surelock targeting device was used for drilling. When drilling for the second distal locking screw, the drill bit interfered with the tfna long nail. Just to be sure, the c-arm was changed to the ml direction to check the situation, but there was no big deviation in the drilling direction. The drill bit was successfully passed through the nail but inserting it manually and tapping lightly with a hammer where it interfered with the nail. After that, the surgeon restarted the drilling using a power tool. The surgery was completed successfully with 30 minutes¿ delay. The patient¿s status was reported to be stable. There was no damage to the drill bit. The surgeon confirmed by x-ray that there were no pieces left in the patient. This report involves one 4.2mm three-fluted drill bit qc/330mm/100mm calib-sterile. This is report 1 of 1 for (B)(4).